Event description:
The customer reported that her insulin pump alarmed motor error. Troubleshooting was performed. Assisted the caller to run the displacement test and the fest failed. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Motor error alarm during basic occlusion test due to faulty force sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.